Event description:
I had notouch lasix at facility in a foreign country. Disclosures were very adequate except the recovery pain and duration, which in all things was pretty insignificant in value compared to better vision. But after 10 years, I began to have double vision which when I saw an ophthalmologist at the univ. He claimed nothing could be done about, and he pretty much brushed off my observations about my vision. I also have difficulty seeing when I wear polarized sun glasses. My perspective is that I need a lot more light now to see than in the past. When I wear regular sun glasses I still have minor double vision, but when I wear polarized lenses, the effect is magnified to the point I am irritated. I do not have problems at night with flares, etc. I do not see as well for sure, but this has more to do with me being able to have enough light to see. I have slight eye-dryness in 1 eye, my better eye. And, now it appear I will soon need glasses for driving, as my vision has significantly declined.